Event description:
It was reported to target that during an ica procedure the gdc coil detached in a catheter. This occurrence had no impact on the patient's health. Target was notified on 11/23/98 that the coil detachment happened while the catheter was inside the body making this complaint to MDR.